Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was fluid infiltration in the lumen at the yoke and the helix housing. Testing of the helix mechanism found that the helix would not extend due to the noted fluid infiltration. The insulation distal of the lead yoke was bunched in several placed. Resistance and pressure tests then were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead was found to be electrically continuous.

Event description:
Strips were sent to boston scientific technical services (ts) for further evaluation. A ts representative reviewed the data and discussed that the morphology and intermittent occurence of the artifact is indicative of air bubbles in the header that can occur during lead insertion. The air become compressed in the port when the terminal pin is inserted and then the air slowly leaks out resulting in oversensing. This oversensing subsequently disappears when the pressure of the trapped air in the port equalizes.

Manufacturer narrative:
The ICD was successfully replaced and, along with the lead, will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
At this time, the device is currently en route to boston scientific for analysis.

Event description:
Boston scientific received information that during the implantation of this implantable cardioverter defibrillator (ICD), the patient experienced periods of asystole as a result of pacing inhibition. It was discovered that the cause of the pacing inhibition was due to the atrial signals being oversensed on the ventricular channel. The ICD was reprogrammed which resolved the issue. No other adverse patient effects were observed during the procedure. Once the procedure ended, the patient was then monitored overnight. Later that evening, periods of asystole were again observed due to oversensing of the atrial signals on the ventricular channel. The ICD was reprogrammed to vvi and a revision was performed. It was suspected that the distal coil of the right ventricular defibrillation lead was located in the tricuspid valve so it was replaced with a competitor' lead. All measurements were then within normal parameters. However, during induction testing, more oversensing was observed during the post shock pacing. However, the oversensing that was observed this time was not due to atrial signals but rather some other type of noise. The decision was made to replace the device as the oversensing could be due to an issue with the header. No adverse patient effects were reported.

Event description:
The lead was returned.